Manufacturer narrative:
Device evaluation: the device was disposed of by the hosp; therefore, it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a balloon rupture occurred. The physician inflated the 4.0 x 16mm liberte bare balloon to 9 atms on the first inflation. Then the physician inflated the balloon to 12 atms on the second inflation and it ruptured. There were no pt complications. The procedure was completed with this device.